Event description:
User called into emergency support program line to request support for cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Due to character limitation in e1 for event site name: (B)(6) hospital.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, g2, h6, d9. (Type of investigation, investigation findings, investigation conclusions). (B)(6) hospital. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. (B)(6) rn in the transplant unit calls to report a ¿system over temperature¿ alarm on a cardiosave. He states he followed the ¿help¿ screen guide and had powered down the pump for about 30 seconds and powered back on. He states it is working as expected at the time of the call. He states he does have a back up cardiosave available and I directed him to switch the therapy if the alarm should occur a second time. He states there is no harm to the patient due to this issue, he states the iab is placed axillary, he states he does not wish to give patient demographics, he does provide the serial number pump identification for service of the device. (B)(6) is appreciative of the information and guidance provided to him this evening. (B)(6) notified.

Event description:
N/a.